Event description:
Medtronic received information from a literature article regarding an evaluation of inflammatory markers (white blood cells and subpopulation dynamics) in patients after transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between january 2010 and december 2019. The study population included 348 patients (predominantly female, mean age 81.75 years). Of these 348 patients, 120 received an edwards balloon-expandable valve (sapien, sapien xt, or s3) and 228 were implanted with a medtronic self-expandable valve (corevalve, evolut r, or evolut pro). No unique device identifier numbers were provided. Among all 228 medtronic self-expandable valve patients, 7 deaths occurred within 30 days of tavi. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 228 medtronic self-expandable valve patients, adverse events included: major bleeding, major vascular complications, moderate aortic insufficiency, stroke, myocardial infarction, and unspecified arrhythmia. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: abu khadija h, et al. Differential systemic inflammatory responses after tavi: the role of self versus balloon expandable devices. Plos one. 2021 oct 26;16(10):e0258963. Doi: 10.1371/journal.pone.0258963. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.